Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issue of foreign matter was confirmed upon inspection of the photos. One photograph was labeled as a "good part". A table that accompanied the photos indicated lot #2010161 had 83 units with black marks and 25 units with contamination. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the stopcock housing. Due to the poor image quality and without the physical samples, it was unclear if the black marks and discoloration were embedded or were a feature on the external surface of the material. As the photographs support the complainant¿s description of the reported event, the complaints were confirmed. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd stpck q-syte wht 360deg w/o nut cap ns the following information was provided by the initial reporter; this is a complaint regarding stains, black marks in product. According to the customer report 25 stains and 83 black marks found in the product during production at atom.